Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was isolated to defective u102 and u105 flash chips on the c/a board, causing a segmentation fault during the flash test. The root cause for the defective flash chips could not be positively identified. There was no adverse event that resulted from the damaged monitor.